Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. Technical services (ts) was contacted for troubleshooting. Ts review of device data noted that the shock impedances have increased gradually over the last 6 weeks, as well as rv pacing impedances and rv thresholds. No noise was noted, however atrial activity was detected on the rv lead, though it falls within the blanking periods. Ts recommended troubleshooting for lead integrity issues. This rv lead remains in-service at this time. No adverse patient effects were reported.